Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: at the end of the surgery, as the surgeon has taken the bag out of the patient, we could see a metal strip. This is one of the two that are normally stuck on the shaft of the device and allow the deployment of the bag. One of them was detached from the device and a part was still in the hem of the top seam of the bag, the rest was totally freed from any attachment. This issue forced the surgeon to back in the abdominal cavity by laparoscopy, to ensure that no others pieces were detached from our device and had fallen into the patient, neither the metal strip caused any injuries. A picture of the detached piece is attached with this cer. Additional information provided by applied medical representative 24sep2020: the device has been discarded. The representative was present during the procedure, advising on how to use the device. The plunger/actuator was not pressed forward towards the handles, then retracted, and then re-advanced. There was no attempt to unroll the bag. [Manufacturer) forceps was also used, to grab the gall bladder and insert it in the inzii bag. It is difficult to say whether the bag or the bead interacted with the tip of the trocar at all as the camera was focusing on the bag and not on the trocar. Patient status: no patient injury. Type of intervention: component removed.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the detached support was provided, which confirmed the complainant¿s experience. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the description of the event and the photo that was provided. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: at the end of the surgery, as the surgeon has taken the bag out of the patient, we could see a metal strip. This is one of the two that are normally stuck on the shaft of the device and allow the deployment of the bag. One of them was detached from the device and a part was still in the hem of the top seam of the bag, the rest was totally freed from any attachment. This issue forced the surgeon to back in the abdominal cavity by laparoscopy, to ensure that no others pieces were detached from our device and had fallen into the patient, neither the metal strip caused any injuries. A picture of the detached piece is attached with this cer. Additional information provided by applied medical representative 24sep20: the device has been discarded. The representative was present during the procedure, advising on how to use the device. The plunger/actuator was not pressed forward towards the handles, then retracted, and then re-advanced. There was no attempt to unroll the bag. [Manufacturer) forceps was also used, to grab the gall bladder and insert it in the inzii bag. It is difficult to say whether the bag or the bead interacted with the tip of the trocar at all as the camera was focusing on the bag and not on the trocar. Patient status: no patient injury. Type of intervention: component removed.